Event description:
Procedure: colectomy. According to the reporter: on third firing for the free anastomosis, the black return knobs did not return and instrument locked on tissue. Re-anastomosis was done with another stapler and the instrument was resected. The patient status was reported as ok.